Event description:
During elbow arthroscopy, surgeon noticed metal shavings coming from shaver. Appropriate setting on shaver were noted. Joint thoroughly washed out with normal saline. No harm to patient. Device not received by clinical engineering (ce). Spoke with manager. Arthrex shavers are not refurbished. There have been several previous incidents with same brand. Failed shavers not kept from procedures. Ce requested to manager that shavers be saved in the future. Device involved was a arthrex bone cutter (5.5), ref #ar-8550bc, lot # unknown.